Event description:
Patient presented in the ER after receiving multiple shocks for noise seen on both the rv and ff channels. Noise was reproduceable with pocket manipulation. Patient states she has fallen multiple times recently. (B)(6) 2014 - this lead was capped on (B)(6) , 2014 and replaced with a similar lead.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.